Event description:
It was reported that a homechoice device failed to operate as intended. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue was not verified in the event history log review or the sample evaluation tasks, however, it was determined that ¿battery powered¿ in the alarm log was most reflective of the reported condition. Upon conclusion of the investigation, the reported issue was determined to be power failure, but the cause was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. The reported problem was not identified during the event history log review. A service history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed with no issues noted. Functional testing, electrical safety testing, calibration and simulated therapy were performed with no issues noted. The product met all specifications and the reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.